Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during bolus, basal or fill cannula. The insulin pump was not working. Insulin pump went to rewind and alarmed insulin flow block. Insulin was not exited during 5 unit fixed prime or fill cannula. The insulin exited by plunger priming. Insulin was not exited the tubing with manual prime and alarmed insulin flow block. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.